Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
It was reported that the lead exhibited high impedance when the patient held his arms above his head. The impedance was within acceptable range when his arms were lowered.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun